Event description:
While placing the patients IV using the new clear catheters I got right into the vein advanced a short distance and then hit a valve. I was unable to pass the catheter past the valve as it would start to kink or fold up as soon as I hit the valve. I even tried the spinning technique showed to us by a IV rep and was still unable to pass the catheter. I was able to collect blood but could not salvage the IV.device #1:is this a laboratory device or laboratory test?no.